Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
(B)(6) 2015: patient was implanted with rns neurostimulator and 4 neuropace cortical strip leads. (B)(6) 2015: patient was admitted to (B)(4) for surgical revision of skin erosion that had developed around the rns neurostimulator incision site. Skull x-rays were obtained which revealed the bone screw anchoring the ferrule to the skull was protruding thru the scalp. (B)(6) 2015: patient underwent surgical revision with removal of protruding bone screw. Patient was started on IV vancomycin and continued on IV vancomycin q 12 hours. (B)(6) 2015: a PICC line was placed for continuation of IV vancomycin administration. The rns neurostimulator and cortical strip leads remain implanted and the neurostimulator remain programmed for detection and responsive therapy.